Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and back light was dimmer making it tough to read at night. The customer¿s blood glucose was 64 to 290 mg/dl at the time of incident. The customer also state that scratches on the screen and insulin pump rejects new battery. The insulin pump will not be returned for analysis.